Manufacturer narrative:
Analysis of the bur found the shaft was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the bur was unable to be placed into the drill during the procedure. There was no patient death or serious injury.

Manufacturer narrative:
Indigo zeppelin bur no longer applies. Erl no longer applies. Analysis found that the photographic information received showed a portion of a bur left in the handpiece which would have resulted in the reported event (another bur being inserted). 1.916¿ of the proximal end of the bur was returned for analysis. The shaft was worn. The portion of the device that was returned loaded and locked into a handpiece with no issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) was unaware that there were fragments left in the drill. There was no delay in the mastoid surgical procedure.